Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that touchscreen is not responding. The system was not in clinical use; there was no reported harm to patient/user. The device was removed from service. Investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. As a correction fse replaced front bezel, back bezel and touch screen was replaced by fse. Fse then performed touchscreen calibration test, electrical safety and ventilator controls tests successfully. System works as specified post this action. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Pil tech could not find any issues with touchscreen operations during the diagnostic check. This touchscreen passed all diagnostics testing. It also passed the calibration test. Tech verified that the suspect touchscreen passed the functional testing per test#3 in the service manual. Tech verified that the touchscreen touch points are aligned on the stb. Pil tech verified that all touchscreen flex cable circuit resistance verification and resistance ratio measurements were within the specifications. Pil could conclude that the touchscreen operates as designed/ no fault found.